Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the patient's weight.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. Troubleshooting was unable to provide resolution.

Event description:
Follow-up revealed surgical intervention is the next course of action.

Event description:
Additional information received indicated that the patient underwent surgical intervention in 2020 during which the ipg was explanted and replaced with a competitor's battery. Exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.